Event description:
It was reported that patient underwent a right hip revision approximately 6 years post implantation, and another approximately 4 months after that. Subsequently, the patient underwent a third revision approximately 7 months later due to pain and instability. During the procedure, significant amounts of polyethylene wear was noted along with large cavity defects to the posterior wall where there was previously metal-on-metal resorption.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Implant date unknown. Concomitant medical products : unknown cup ¿ unknown part and lot, unknown liner ¿ unknown part and lot, unknown stem ¿ unknown part and lot. Manufacture date unknown.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative notes, lab tests, and x-ray results noting feelings of instability, increasing pain, significant amount of poly wear, and large cavity defects to the posterior wall of the acetabulum. The additional information does not change the outcome of the previous investigation. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # unk, hip-unknown-cups-unk, lot # unk, item # unk, hip-unknown-liners-unk, lot # unk, item # unk, hip-unknown-stems-unk, lot # unk.

Event description:
It was reported that a patient underwent a revision surgery an unknown time frame post implantation due to instability. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
Event was not a result of a product problem as previously reported. Concomitant medical products: item # ep-200154, act artic e1 hip brg, lot # 783280, item # us157854, m2a-magnum pf cup, lot # 424700, item # 11-104110, mlry-hd por fmrl, lot # 625610. Reported event was confirmed by review of radiographs. Radiograph review states the alignment and fit appear appropriate. No hardware complication. Periprosthetic regions appear normal without lucency or other abnormality. Bones are well mineralized without fracture or dislocation. Mild amount of heterotopic bone (versus chronically non-united fracture fragment) noted superior to the right greater trochanter. No dislocation or fracture. Soft tissues grossly normal. Device history record (DHR) was reviewed and no discrepancies were found. The product was non-conforming when it left zimmer biomet control. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Additional reports have been submitted for this event. Please see associated reports: 0001825034-2019-00368, 0001825034-2019-00369.

Event description:
It was reported that a patient was revised approximately 7.5 years post implantation due to unknown reasons. Attempts have been made, and no further information has been provided.